Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable high test results for three patient samples using the trigl triglycerides (trigl) assay on the cobas 6000 c (501) module. Result data was provided for one patient sample. The initial result was released outside of the laboratory to the doctor. All results are in units of mg/dl. The initial result was 220; the repeat result on a different module was 118. There was no allegation that an adverse event occurred. The trigl reagent lot number is 22259201 with an expiration date of 02/28/2018. The customer changed the cuvettes and the photometer lamp "last week" and changes them regularly. Calibration and quality controls were acceptable; therefore, a general reagent issue could be excluded. The reaction monitor data was abnormal for both results. The alarm log indicated an abnormal probe sucking alarm which was possibly related to the initial result. The customer performed a precision check on (B)(6) 2017. The cell rinse functionality for trigl was acceptable. The field service representative (fsr) stated that the customer has had a few pre-analytical issues. Some of the samples come from external clinics and sample quality is poor. The fsr adjusted up the gear pump pressure which was very low; performed a cell detergent prime; and changed the teflon tips of the washing station. He confirmed that all necessary special wash programs were installed. He checked the detergent consumption and water quality which were acceptable. He took water samples and sent them for microbial analysis. The customer has not had further issues since the service activities. Investigation activities are ongoing.

Manufacturer narrative:
The water analysis report confirmed that there was no contamination. The field service representative replaced the probes. The issue resolved after the service activities. A specific root cause could not be identified. Possible root causes could be contamination in the cuvette, sample or reagent probes, and/or rinse nozzles.